Manufacturer narrative:
The exchange of the power supply solved the issue. Unable to duplicate the issue and device worked as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: loss of external power. Replaced power supply on (B)(6) 2023. During which the nfc antenna became stuck to the control board, due to the clasp on the port of the control board detaching while trying to disassemble the vent. Replaced the control board and the nfc antenna on (B)(6) 2023. Upgraded the vent sw version from 3.0.2 to 3.0.3 and ran vent through all of service software, pre-op, and functional checks in both neo and adult/ped applications. Batteries were recognized by the vent and the vent passed all checks. Unable to duplicate an issue with the power supply or nfc antenna after replacement. No patient involvement.